Event description:
The patient experienced pain at ipg site. Surgical intervention was undertaken on (B)(6) 2022 during which the ipg was relocated. Stimulation was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.